Manufacturer narrative:
User called into emergency support program (esp) line during intra aortic balloon therapy, requesting assistance with a leak in iab circuit alarm. She stated it had once in the morning and now at the night. User stated she used the iab fill button to resolve the alarm, however, she was unsure if there was anything else, she should do. The esp personnel verified there was no blood or discoloration in the helium tubing and discussed the proper way to troubleshoot this alarm check the helium tubing for blood or discoloration, press the iab fill key for 2-3 seconds, press start, and check the helium tubing again. The esp personnel and user reviewed the nature of this alarm and different clinical possibilities. There was no obvious clinical explanation for the alarm at that time and encouraged the user to call back for any other questions or in case the alarm goes off several times in an hour. No harm or injury reported.

Event description:
User called into emergency support program (esp) line during intra aortic balloon therapy, requesting assistance with a leak in iab circuit alarm. The esp personnel had reviewed and discussed the troubleshooting steps to the user in detail and encouraged the user to call back for any other questions or in case the alarm goes off several times in an hour. No harm or injury reported.